Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found the reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument was found to have a pitch input disk #5 completely detached. The instrument was found to have hairline cracks on input shaft #6. Other backend components adjacent to the broken inputs do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no problem with movement or open and closing of the instrument jaws. During the case we noticed that 1 cable wire was protruding out . We did not want to take a chance and continue with the instrument, and it was decided to remove it from the case. I hope this answers your questions. If you need anything further, please feel free to contact me.